Event description:
Patient was revised to address pain.

Event description:
Patient was revised to address pain. **update** 9/21/2012- legal claim received. The date of implantation was provided (B)(6) 2008. There is no new additional information that would affect the investigation. Update 01/07/2013 litigation alleged the patient suffered soreness, discomfort, snapping of the hip implant, immobility, worsening tremor, dizziness, headaches, tinnitus, metallic taste in the patient's mouth, and elevated metal ion levels (measured at 9.7 mcg/l of cobalt and 0.9 mcg/l of chromium) as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. **update** 2/6/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
**Update** (B)(4) 2012 - legal claim received. The date of implantation was provided. There is no new additional information that would affect the investigation. Depuy considers the investigation closed at this time.

Event description:
Patient was revised to address pain. Update litigation alleged the patient suffered soreness, discomfort, snapping of the hip implant, immobility, worsening tremor, dizziness, headaches, tinnitus, metallic taste in the patients mouth, and elevated metal ion levels (measured at 9.7 mcg/l of cobalt and 0.9 mcg/l of chromium) as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.